Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not following the proper steps during the load process. Customer followed the proper steps in the load sequence to resolve the issue. There was no adverse impact the customer¿s blood glucose.